Event description:
Information received indicates the brake will not stay set.

Manufacturer narrative:
The technician found the bushings were damaged on the side of the brake block. He replaced the bushings and adjusted brake to repair the bed.